Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician on (B)(6) 2013 stated that there were no procedural complications. The patient has been seen several times post operation, the most recent in (B)(6) 2013, where the patient had no complaints. On a previous visit, a small piece of vaginal mesh exposure was seen during an exam. The patient was re-prescribed estrace cream and it has been healing as expected. The physician stated that the mesh exposure was from her posterior repair and had nothing to do with the sling. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.